Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after a roux-en-y procedure, the patient exhibited signs of hematemesis. A gastroscopy performed three days after surgery showed that the patient had experienced bloody oozing at the cranial staple line of the stomach pouch. To fix this adverse event, the surgeon placed metal clips to hold the bleeding and this worked. Though this adverse event was unanticipated, it was serious because the bleeding was deemed life threatening. The patient was discharged from the hospital on (B)(6) in good condition.